Event description:
The user had been hit in the head and noticed a significant change in sound quality shortly after. The user has been re-implanted on (B)(6) 2021. This report refers to 9710014-2021-00109. For further information please refer to this report.